Event description:
As reported by the user facility: brief inquiry description: air bubble alarms detailed inquiry description: internal report received for (B)(6) . Report noted the following "during my last shift, the bbraun pump for my patient in ticu bed 16 had repeated air bubble alarms in the pump running his IV medication. Despite repeatedly examining the line and finding no air bubbles, reinstalling the line and getting the same alarm again. Ultimately another nurse came to help me and was unable to resolve the problem. This lead to the entire line having to be changed, and a delay in medication administration to the patient." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.